Manufacturer narrative:
Additional information provided in h.3. And h.10. Product evaluation: the product was not returned. The photo provided shows the lens in the lens case. One haptic is broken in the gusset area and laying on the optic. Due to the quality of the photo we can not determine the extent of the damage or if solution is present. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were indicated; however, file was reported as damaged when opened. It is difficult to make a determination of damaged when open without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, when the iol case was opened, it was noted that the haptic was amputated. The patient is aphakic in this moment and she is waiting the resolution to implant iol. Additional information was requested.